Event description:
A report was received that the patient had difficulty keeping a charge and could no longer fully charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the ipg.

Event description:
A report was received that the patient had difficulty keeping a charge and could no longer fully charge the ipg. The patient will undergo an ipg replacement procedure.